Event description:
It was reported that the service engineer found an occurrence of check vent backup alarm failed while performing periodic maintenance. There was no patient involvement. The service engineer determined the central processing unit (cpu) needed to be replaced. The cpu was replaced. Testing was performed and the unit passed. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The central processing unit (cpu) board was returned for failure investigation. The audio piezo buzzer (ls1) was removed from the cpu printed circuit board assembly (pcba), and opened, and a visual inspection of the interior was performed as well as a functional test was performed. This piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of spec at 485.5 kohms.